Manufacturer narrative:
Complaint evaluation: the customer requested that the device be returned for bench repair. The device was received by the bench repair service on 18jun2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty power pca. Customer resolution and conclusion: the power pca was replaced. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device is unable to power up. There was no patient involvement.